Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged issue of compromised insulation. The main tube insulation exhibited damage at the distal end. The insulation was found with a gouge mark with material missing. The mark was not axially aligned with the tube. In addition, the main tube also exhibited a couple of different damaged tube insulation sections with deep scratches but no material removed. Engineering evaluation concluded that the damage might have been due to misuse or mishandling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported main tube scratch issues if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si thoracotomy procedure, the insulation of the thoracic grasper instrument was noted to be burned/compromised. No adverse event, patient harm or injury was reported. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.